Manufacturer narrative:
No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 158 mg/dl. Customer stated that he was trying to press buttons on the pump when the error occurred. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.